Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6,h10. Corrected fields: h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
It was reported during that cardiosave intra-aortic balloon pump (iabp) lower screen broken. A getinge field service engineer (fse) replaced the touchscreen assembly (d160-00-0123) to solve the error. Full functional and safety tests. Returned to customer and cleared for clinical use. No patient involvement was there. The failure analysis and testing dept. Received broken display, performed a visual inspection and found the part the have a broken screen. The touchscreen assembly will not be sent to the supplier due to the damage being evident and verified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has a broken lower screen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.